Event description:
It was reported that the insulin pump gave the motor error alarm multiple times. Troubleshooting was performed, and the insulin pump passed the displacement test. No damage to the drive support cap noted. Reviewed the alarm history, and multiple motor error alarms were confirmed. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded / loose drive support disk. No motor error alarm noted. The motor passed the motor test.